Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/29/2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported event of low transmitter battery error message was confirmed by data. Also, the data evaluation confirmed a transmitter failure. A root cause could not be determined. Based on the findings of the transmitter failure, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and passed. Performed share log review and confirm low transmitter battery alert on the date of issue. The reported event of low transmitter battery alert was confirmed. A root cause could not be determined.